Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they are in the hospital and need an MRI of their spine, but they cant get it because their stimulator is "not working right". They said that a manufacturing representative (rep) came out yesterday and "she thought she got it working, but it still wont go into MRI mode". Patient was able to get into MRI mode during the call and show they are full body eligible but says "we already got it in MRI mode but when I had the MRI yesterday I still got electrical charges when in my shoulder during the MRI". The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.